Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (600 mg/dl). The cause for elevated bg was unknown. Customer addressed bg level with manual injections and changed the infusion site. Recommendation was made to discuss diabetes management with customer's health care professional.